Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The biomedical technician indicated he was unaware of any alarms from the cycler, when the leak began, or the source of the leak. The cassette used at the time of the event was discarded. It was reported that there was fluid within the cycler. The biomedical technician was advised to discontinue the use of the cycler. A new cycler was issued to the customer. Upon follow up, the biomed technician reported that he was not present when the issue occurred and the details he reported were noted on the cycler that was delivered to his office. He confirmed that the notes did not include patient details nor indicate any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The facility has received a new cycler which is working well and are continuing peritoneal dialysis therapy with no further issues. There are no further details available regarding the event or the patient receiving treatment at the time. The reported cycler has been returned to the manufacturer for physical evaluation.